Event description:
Literature: william ondo, todd hewgley, mike almaguer. Interesting complication of "the medtronic activa rc impulse pulse generator. Movement disorder. 2012; volume 27, issue 1: 1-169. Doi: 10.1002/mds.24019. Summary: the authors report on a (B)(6) right handed male with a 12-year history of parkinson's disease beginning on the right (r) side with decreased dexterity. His motor status was complicated by "right>left (r>l) dyskinesia while on and marked gait freezing while off. Unified parkinson disease rating "scale (updrs) part iii was 39 off medications and 15 on medications." Event: the patient received bilateral deep brain stimulation of the subthalamic nucleus. There were no perioperative complications and the patient had initial marked benefit in off motor symptoms. His updrs part iii off score improved from 39 to 14. After approximately 2 months, the patient reported an inability to fully charge the battery. He was only able to activate 0 to 2 of the 8 coupling/ efficiency bars, despite many hours of attempted charging. Interrogation of the ipg was done without difficulty and was unremarkable except to confirm a relatively low battery. An anterior-posterior (ap) chest x-ray was obtained and confirmed that the ipg had flipped. Attempts at manual manipulation were unsuccessful, requiring surgical reorientation. The battery was sutured into the pocket and tacked down with sutures running across the superior portion and into the provided suture holes. The patient was subsequently able to fully charge the battery.